Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the top and bottom cases were in excellent condition. No visible contamination. During power up process, the reported problem was duplicated. The root cause of the reported issue was found to be the main printed circuit board. Voltage on main board power supply is intermittent and below the specified tolerance. Replaced main printed circuit board. Performed power up process and functional testing witch passed.

Event description:
It was reported that there was a positive supply background test error. No patient injury was reported.